Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of egms showed double counting and decreased r-wave amplitude. The pacing threshold appeared to be atrial capture rather than ventricular capturing. Chest x-ray confirmed lead dislodgement. A lead revision was scheduled.